Manufacturer narrative:
The devices associated with this report remain implanted. No revision surgery has been reported. The initial reporting states radiographic reviews are not available. A complaint database search finds no other reported incidents against the provided products and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states patella clunk syndrome. Patient underwent an arthroscopic debridement on (B)(6) 2005.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.